Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03099.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02027 & 0001825034-2017-02028.

Event description:
Information was received based on review of a journal article titled, "is there a benefit to modularity in ¿simpler¿ femoral revision" it was reported that an unknown number of patients having monoblock stem underwent revision due to septic failure mode.